Event description:
It was reported that the patients ipg would no longer hold its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately five years based on the date the manufacturer became aware of the event.